Event description:
It was reported that the flange of the tracheostomy tube detached from the tube during a pre-test at a hospital. There was no patient involved.

Manufacturer narrative:
Concomitant products: 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flange was detached from the main tube stem. It was reported that the flanges of the tracheostomy tubes detached from the tube. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flange of the tracheostomy tube was detached from the tube during a pre-test at a hospital. Fifteen tubes with the same lot number were also returned. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.